Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer drank soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer continued to use the pump for insulin delivery.